Event description:
Information received does not address the patient's clinical status but notes that the patient presented to the hospital with loss of capture and sensing and high lead impedance. A new lead was placed and five days later, the patient was re- admitted for loss of capture. The physician replaced the lead and when connected to the pulse generator, there was no response. It was then thought that there was a problem with the connector setscrew. The pulse generator was replaced.